Event description:
It was reported that approximately one year post rx acculink stent implantation in the left common carotid artery (lcc) the patient presented with the complaint of a choking sensation. Intravascular ultrasound, done on (B)(6) 2011, showed high velocities in lcc, diagnosed as in-stent restenosis. On (B)(6) 2011 balloon angioplasty was performed to treat in-stent restenosis and single strut protrusion of the rx acculink stent. There was no adverse patient effect. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A thorough analysis could not be performed as the product was not returned. Potential causes for strut flaring include, but are not limited to, manufacturing anomaly, insufficient pre-dilation, insufficient post-dilation, calcified lesion anatomy and device interaction. During manufacturing, stents are 100% inspected for flared struts. As this strut flaring was observed one year post-implantation, it is not possible to determine a definitive cause for the reported strut flaring. A conclusive cause for the reported restenosis and choking sensation and relationship to the device, if any, could not be determined. Review of the device lot history records found no nonconforming material records and a query of the complaint handling database found no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency.